Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Additionally the alleged settings issue could not be verified.

Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time setting was incorrect due to local time change. The customer corrected the setting to address the issue. Additionally, the customer received multiple continuous glucose monitor (cgm) error 42. The customer's blood glucose level was 324mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.